Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was 9 mmol/l. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. Customer stated that the completing troubleshooting and receiving another insulin pump error alarm after a battery change. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted.